Event description:
It was reported that a device check was performed on the hospitalized patient and it was noted on the telemetry monitor that the device was not pacing with heart rates in the upper 40's. It was also reported that device outputs were increased and the device was capturing and sensing appropriately. The patient will be monitored closely. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.